Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated fields: h2, h4, h6 corrected fields: g4 the device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 1/17/2022 h4.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an abnormal image. The issue was found during preparation of a therapeutic procedure. There were no reports of patient involvement.